Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level, actual value was not provided. Cause was unknown. Customer delivered correction via manual injection to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.